Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that almost every single day since the surgery, they had been having diarrhea and nausea and some withdrawal symptoms. The patient was wondering if the catheter was kinked or something. The patient also said they started having chills and a little bit of increased pain and abdominal cramps and asked if this was a side effect of the medication or if something else was going on. During the call, the patient mentioned they got tested for clostridium difficile to see if there was an infection from the antibiotics but that came back negative.